Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the definitive clinical root cause of the reported loosening of the joint cannot be confirmed. Although, clinically relevant documents to further aid in the medical assessment were not provided, fifteen years post revision total knee arthroplasty we cannot rule out the patient¿s weight, osteopenia, borderline osteoporotic bone, density, muscle atrophy, patellofemoral clunk, and crunch syndrome of the right knee as contributory factors. It is unknown if the revision surgery to treat this event has already been scheduled. Therefore, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded since it is unknown if the patient has been revised. Should any additional relevant medical information be provided, this case would be re-assessed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2006 on the right knee, patient underwent on (B)(6) 2008 a synovectomy with debridement of scar tissue with 6 months of pain limited walking. On (B)(6) 2023, patient was diagnosed with a loosening of the joint and was advised that a revision surgery will be required in the future; physician stated that the loosening might be due to years of wearing and debris entering and compromising the joint attachment, there was no mention of the implants failing. It is unknown if the revision surgery to treat this event has already been prescribed or not. No other complications to the patient were reported. Event is still ongoing.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2006, the patient was diagnosed with a loosening of their joint and advised that a revision surgery will be required in the future. It is unknown if the revision surgery to treat this adverse event has already been prescribed or not. No other complications to the patient were reported.